Event description:
It was reported that a few weeks ago, this patient fell and subsequently experienced pain surrounding the implantable device pocket. At a recent follow-up appointment, recurrent over-sensed atrial myopotential noisy signals were noted and reproducible with provocative maneuvers. Technical services was contacted and recommended thorough isometrics and diagnostic imaging to assess the system integrity. It was hypothesized that the lead was demonstrating signs of insulation damage. The right atrial (ra) lead is not a boston scientific product. At this time, the system remains implanted and no adverse patient effects were reported.

Event description:
It was reported that a few weeks ago, this patient fell and subsequently experienced pain surrounding the implantable device pocket. At a recent follow-up appointment, recurrent over-sensed atrial myopotential noisy signals were noted and reproducible with provocative maneuvers. Technical services was contacted and recommended thorough isometrics and diagnostic imaging to assess the system integrity. The right atrial (ra) lead is not a boston scientific product. At this time, the system remains implanted and no adverse patient effects were reported.